Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. Physical evaluation of the returned device: insulation is out of specifications, light guide lens has cracked, observation lens has cracked, light guide bundle has fiber breakage, adhesive rubber glue has separated, connecting tube has buckles, grip unit plate has peeling, and angulation is out of specifications. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an unspecified procedure using an evis exera iii gastrointestinal videoscope, the patient became agitated and bit the scope. When water was insufflated, it entered the patient's airway. Additional details regarding the reported event have been requested. At this time, no additional information has been provided.

Event description:
The following additional information was received from the customer: the reported event occurred during an unspecified diagnostic procedure using a gastroscope. The procedure was completed using a similar device. It is unknown if there was a procedural delay. There was no patient injury or harm due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that when the agitated patient bit the device, and irregular stress was applied to the device which led to the reported event. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿to prevent the patient from biting the insertion section during an examination, it is strongly recommended that a mouthpiece be placed in the patient¿s mouth before inserting the endoscope.¿ this supplemental report includes information added to b3 and b5. Olympus will continue to monitor field performance for this device.